Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a hemodialysis pt experienced an air embolism during their hemodialysis treatment. Reportedly, bubbles were noted in the line and treatment was stopped. The pt was treated at the clinic for a possible air embolism and taken to the hospital. The pt reported feeling "ill" prior to their treatment. The pt experienced blood loss of the whole circuit (approx 300cc), therefore, the pt's estimated blood loss was 300cc. The pt was then transported via ambulance to the hospital. After being treated at the hospital, the pt was discharged home. The following day, the client returned to the clinic and successfully completed their hemodialysis treatment and was discharged home. The pt was taken to the hospital by family members and passed away. The date of the pt's death is unk. The physician did not believe that there was a causal relationship between the reported event and the pt's death. Upon examination of the bloodline, the user thought air might be coming into the line though a loose blue rubber port. The bloodline is available for evaluation.

Manufacturer narrative:
The complaint device is unavailable for investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to "DHR review checklist & release procedure," p/n 500658; a device is not released if it does not meet requirements or is nonconforming. The failure mode could not be confirmed. A labeling evaluation was performed. No indication of labeling being a contributing factor in the occurrence of this complaint was identified. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis machine in question was not known, therefore, the serial number was not able to be provided.

Manufacturer narrative:
The patient medical records were provided by the facility on january 11, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The "end stage renal disease (esrd) death notification" indicates the primary cause of death as cardiac arrest, due to an unknown cause. No documentation provided within the medical records revealed a causal relationship between the 2008k hemodialysis (hd) machine and the outcome of death.

Event description:
On (B)(6) 2015 dialysis orders: dialyzer: 160nre optiflux. Dfr: autoflow 1.5 dialysate composition: 3:0k, 2.5ca, 1.0mg, 100 dextrose. Sodium (meq/l): 137. Bicarbonate machine setting (meq/l): 34. Bfr: 450. Scheduled hours: 3.0. Blood volume processed: 81.0. Sodium modelling method: none, estimated dry weight: 44.00. On (B)(6) 2015 dialysis orders: dialyzer: 160nre optiflux. Dfr: autoflow 1.5 dialysate composition: 3:0k, 2.5ca, 1.0mg, 100 dextrose. Sodium (meq/l): 137. Bicarbonate machine setting (meq/l): 34. Bfr: 450. Scheduled hours: 3.0. Blood volume processed: 81.0. Sodium modelling method: none, estimated dry weight: (B)(6).